Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required full sync. A technical support specialist (tss) dialed into the station and observed it was in disconnected mode with a critical override alert. Following knowledge article, proper data sync 2.0 procedure, sync validations were performed, confirming no pending retries or upload issues between the station and server. Additional checks verified stable sync status and no errors on the patient encounter system (pes) sync information 2.0 page. As part of recovery, tss stopped bd data synchronization device service and bd maintenance windows service, and a manual database backup was completed in station in accordance with knowledge article, how to create a station database backup, prior to restarting the services. The station was rebooted, med application launched successfully, and uptime was verified. The disconnected mode and critical override alerts were cleared, and the device status was confirmed normal in health sight viewer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode and critical override, with medications not crossing over and no patient data visible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.